Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses could be performed so far. We have requested several times for additional information and the device involved in the incident but have not received either. We have been informed by the distributor on may 19th, 2020 that "this complaint was closed like a "no product return"". We therefore consider the investigation closed and no further conclusion can be drawn.

Event description:
On (B)(6) 2020 we have been informed about an incident involving a dispersive electrode. An unknown surgical procedure was performed at an unknown hospital. A megadyne dispersive electrode catalog number 0855c (our model rs271a30) and an unknown generator were used. The user report stated: " it was reported by the sales rep [representative] that during an unknown procedure the patient 'was bruised by the bovi pad [dispersive electrode]'. It is unknown if or how the patient was treated. One device will be returned."